Event description:
It was reported that the patient underwent a spinal fusion procedure to treat thoracolumbar-sacral kyphoscoliosis. An unknown time post-op, the patient developed an infection.

Manufacturer narrative:
Analysis of the returned device shows that the crowns are showing impactions due to tightening with a spinal rod. The deformation is symmetrical which is consistent with proper tightening of the connection. The rods were cut in several pieces as shown the deeper marks coming from a rod cutter. The two pieces of rod with a rounded tip present two marks coming from the setscrews at their posterior side: one mark closest to the rounded tip corresponding to the preliminary tightening and the other mark corresponding to the final tightening. One of those two pieces of rod presents 1 contact with the mas crown at its anterior side. One other piece of rod presents 1 mark coming from the setscrew at its posterior side. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. No pre-existing defect responsible of the event has been identified on the returned implants. The observations suggest that the rods have been connected to the mas properly. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.